Event description:
It was reported that the st holster was being used in a breast biopsy and the first probe jammed during sampling, giving a green cable error followed by a blue cable error. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: based on analysis results, this complaint is not determined to be a MDR malfunction. The customer complaint has been confirmed. To correct the error code the blue rotational cable was replaced due to it was bent causing dragging. After servicing the unit passed all qa inspections. Complaint information is trended on regular basis to determine if further investigation is warranted.